Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 213. (B)(4).

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to pu lling/stretching/overstress. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) elec trode of the lead was covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. Also the visual summary analysis of the lead indicated damage at implant and there was stretching. The analyst commented that the lead returned with both outer and inner insulation damaged/extrinsic and these damaged were related to the electrical complaint.

Event description:
It was reported that the right atrial (ra) lead was connected to the device and after closure of the pocket the ra lead had low impedance of 57 ohms through the device. There was also intermittent atrial undersensing after the ra lead was connected to the device. Manipulation of the pocket showed varying impedances and sensing. It was noted that the set screw was not the issue. There was possible insulation damage but there was no visible nicks or cuts in the lead or suture sleeve. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.